Event description:
It was reported that the right ventricular lead had high threshold in the bipolar pacing configuration and caused pocket stimulation when the unipolar pacing configuration was attempted. Low pacing impedance and undersensing were also reported and the physician stated there was a history of noise on the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : e2dr01aa implantable pulse generator (ipg): (B)(6) 2004. (B)(4).